Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with serial number label faded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 456 mg/dl at the time of incident. Customer reported that the serial number and dome label stickers was rub off. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.